Event description:
It was reported from an eye care professional that a pt experienced an infectious corneal ulcer, in the right eye, associated with contact lens wear. The pt experienced cloudy vision and discomfort (pain) after the lenses had been worn approximately one week. The lens were replaced with a new pair and a few days later, the lenses were so uncomfortable, lens wear was discontinued. At that time, a white dot located in the periphery at approximately the twelve o'clock position, was noticed by the consumer. The following day, the pt was seen by an optician and referred to a hospital where the diagnosis of corneal ulcer was confirmed on the right eye. The pt was known to have been non-compliant with the instructions provided regarding contact lens wear. The lenses were worn as extended wear overnight and were soaked in saline rather than the proper contact lens solution. The corneal ulcer has healed and a scar remains. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).